Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked from the filter. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in march 2022. H11: the actual device was received for evaluation and retention samples were evaluated. Visual inspection of the samples did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing of the actual sample and retention samples were performed with no leaks observed. The retention samples were gravity tested with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.